Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump was chipped out on lower left corner of top case, cracked on battery door and broken both plunger cases. Syringe plunger not in place was found at syringe test and failed syringe plunger sensor test. Error history log review found a syringe plunger not in place error. The root cause of the reported issue was found to be the q1 broken off from plunger board and plunge board also broken off from glue. The cause of the issue is known and is design related. Actions were taken to mitigate the reported issue: replaced plunger board. Performed syringe test and all functional tests which passed.

Event description:
It was reported that the pump had a plunger error. No patient injury was reported.